Manufacturer narrative:
It was reported in the initial medwatch that the device parts were worn and fouling which generated heat in error, the parts were worn and dirty which generated heat. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the sagittal saw attachment device became too hot. During service and evaluation, it was observed that the device was dirty, oil and corroded. It was also observed that the parts were worn and fouling which generated heat. It was unknown if the event occurred during a surgical procedure. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.